Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that he had an infection and small lump from infusion set due to which its ketones and blood glucose level were high. The patient got hospitalized due to high blood glucose level on (B)(6) 2024. The infusion set was in use for two days. The blood glucose level was 24 mmol/l at the time of event and the patient got treated by correction injection via multiple daily injection. No further information was available.